Event description:
The customer reported that their pump battery would not charge, and despite attempting various solutions such as using a different wall outlet and charging cable, the issue persisted. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use an alternate form of insulin delivery known as mdi while awaiting the replacement pump.